Event description:
Per the clinic, the patient previously experienced sore around the magnet site, which was attributed to extended hospitalization (specific date and duration not reported) and significant weight loss. The sore resolved after several months of non-use. Upon resuming the use of the implant, the patient experienced a magnet dislodgement which subsequently led to the extrusion of the implant magnet through the skin. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.